Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nanocross elite pta balloon with a 5fr non-medtronic sheath and a 0.014x235 non-medtronic guidewire during treatment of a plaque lesion in the patient¿s mid tibial/popliteal artery. Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited cto (chronic complete occlusion: 100%) stenosis. There were no anatomical abnormalities reported. No issues were noted when removing the device from the hoop/tray. Embolic protection was not used. The device was prepped per the IFU (instruction for use) with no issues noted. A syringe was used for balloon inflation. A balloon burst during inflation at 10atms was reported. Issue occurred on first inflation. All fragments of the balloon were retrieved. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A replacement non-medtronic balloon was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Additional information: the device was safely removed from patient and no vessel injury was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.